Event description:
Medtronic received information from the clinician that this bioprosthetic valve, implanted 29 months, was explanted during repair of a thoracic aneurysm.

Manufacturer narrative:
Eval: device history reviewed. Results code: device history review found the product met specifications when released for distribution. Conclusion code: the device was not returned for analysis. Cause of event cannot be determined. Analysis - the submitted analysis report from the cleveland clinic reported the gross analysis of the valve revealed that all 3 cusps were present. There was pannus formation on the ventricular side of the valve. There was organizing fibrinous material on the three cusps on the aortic side of the valve with no evidence of acute inflammation. The valve was not infected. Conclusion: the valve was not returned to medtronic for evaluation. Review of the submitted analysis report indicated host tissue overgrowth and fibrin on the cusps. The valve was explanted and replaced without reported adverse patient effects.